Event description:
It was reported that the device exhibited error code 41786: circuit board needs to be exchanged. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. It was determined that the main board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.